Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2010 alleging inaccurate high readings on her one touch ultra meter. The patient mentioned that on (B)(6) 2010 she tested at 7:00 pm and obtained either a 160 mg/dl or 165 mg/dl. She did not exhibit any symptoms at the time of testing. The patient then took her usual dosage of 5 units of humulin. Approximately 10 minutes later, the patient started to feel weak, sweating, loss of memory and fainted. Son in law did not attempt to test or treat the patient and contacted the paramedics. Paramedics arrived 10-15 minutes later and a blood glucose test was done on their meter and they obtained a result of 20 mg/dl. The patient was treated with a glucose liquid under the tongue. The patient felt better after treatment. The patient was not taken to the hospital. A couple of days later, the patient compared her meter to an accu check aviva and obtained a 150 mg/dl with the accu check meter and a 380 mg/dl on the ultra meter. The test strips were in good condition and not expired. A test strip vial was not cracked or broken. A quality control test was not done since the patient did not have any control solution. The technique of applying blood on the test strip was correct. Meter was replaced. The complaint is being reported since the patient alleged that she developed hypoglycemia after taking insulin for a blood glucose result of 165 mg/dl on their lfs meter.

Manufacturer narrative:
A 510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.